Event description:
During the pt's rotor study the roller moved 15% one time, and then did not move at all for the next one. The pt heard intermittent beeps and experienced increased pain. They were not certain that the bolus was programmed correctly. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).